Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized with diabetic ketoacidosis and viral infection. The customer experienced fever, vomiting and large ketones. Blood glucose level went up to 207 mg/dl and was 167 mg/dl at the time of admission. Customer was treated with IV fluids and antibiotics. The customer was wearing the insulin pump at the time of the hospitalization. It was also reported that the insulin pump had a blank display. Blood glucose level was 186 mg/dl. Troubleshooting was not completed since they did not have a new battery. The battery cap was replaced. The mother called back on (B)(6) 2017 to report that the display remained blank after using the new battery cap. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to open trace on lcd driver on lcd board. We were unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to blank display. The insulin pump was received with minor scratched lcd window.